Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the pipeline flex with shield technology stent was delivered and deployment was attempted, resistance was encountered, the expansion of the distal region was insufficient, and it was twisted in the middle region. Upon CT imaging, damage to the distal region was confirmed, so the stent was resheathed and removed from the patient with the microcatheter. It was determined that the procedure was difficult, so only contrast imaging was performed after the device was removed. Adjustments are being made again with endovascular treatment, and use of a non-medtronic flow diverter is also being considered. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of a bouthillier, et al. Classification c6 (ophthalmic) a neurysm with a max diameter of 12 mm and a 6 mm neck diameter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The center of the pipeline was positioned in a bend and more than 50% of it was deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. No additional steps or other devices required to open the pipeline. There were no abnormalities observed with the concomitant catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient had severe vessel tortuosity. The patient is recovering well from the procedure with no problems. To resolve the lack of treatment, the pipeline was retrieved, only imaging was performed, and the procedure was concluded. The cause of the resistance, failure to open, and stent twisting is possibly related to the strong vessel tortuosity, as various attempts were made but deployment failure may have occurred. Resistance was reported when advancing from the middle to the distal part of the catheter after sheath insertion. A continuous saline flush was administered and maintained as indicated in the IFU. No visual damage was observed to the pipeline pushwire or catheter. The catheter used was fg15160-0615-1s, lot number: 230628622.